Event description:
The custom service provider while doing a preventive maintenance discovered that there was no ECG measurement displayed from pads or paddles. There was no patient or user involvement.